Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated the patient's lead was not placed in an optimal location. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein a new lead was implanted at the optimal location to address the issue. No products were explanted.